Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an octaray mapping catheter and midway through the procedure, the catheter was about to be reinserted into the body, and they noticed a "white fuzz ball that looked like a fibrous string" stuck on one of the splines of the catheter. The physician did not notice the material when the catheter was removed from the body. When the catheter was replaced, the issue resolved. It was also reported that the replacement catheter had noise on all channels on the carto 3 system and the recording system. The cable was replaced with no resolution. When the catheter was replaced, the issue resolved. No adverse patient consequence was reported.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection of the returned device was performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The splines were observed in good conditions and no foreign material was observed. A manufacturing record evaluation was performed for the finished device number lot 31475803l, and no internal action related to the complaint was found during the review. The foreign material issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use of the device contain the following recommendations: do not introduce the catheter into a guiding sheath with the catheter¿s distal spines folded back toward the handle. Collapse the spines together using the insertion tube prior to insertion; the catheter is recommended for use with an 8.5 f guiding sheath because the distal spines may be damaged if used with a sheath that is not compatible. Do not use the catheter in conjunction with a transseptal sheath featuring side holes larger than 1.25 mm in diameter; prior to removing or repositioning the catheter, use direct imaging guidance such as fluoroscopy or ultrasound to confirm that the spine assembly is not entangled with another catheter or with an anatomical structure. Exercise caution when maneuvering the catheter near the valvular apparatus to avoid entanglement or entrapment which may result in the need for surgical intervention. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).